Manufacturer narrative:
(B)(4). Batch# p93f5y. Evaluation: the device was returned with a damaged blister and a damaged packaging shipping box. The device was returned in good physical condition. The device was connected to the gen11/pi key to test functionality. The device was functional and worked as intended. The packaging was inspected and it was concluded that the damage to the shipping box/blister was caused excessive handling and likely being dropped from a height of 50 to 65 inches. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that before a laparoscopic sleeve gastrectomy procedure the device packaging was found cracked and non-sterile. Procedure was completed with another device of the same product code. There were no patient consequences reported.